Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin. Net. Review of transmissions revealed that the implantable cardioverter defibrillator misinterpreted a ventricular tachycardia as a supraventricular tachycardia resulting in inhibition of therapy. No device intervention was performed but programming changes were discussed. No further information was reported.